Manufacturer narrative:
The reaction monitor showed a very high initial absorbance for the initial result. The investigation assumed a pipetting error or a sample carryover. The calibration data provided from 24-sep-2022 to 05-jan-2023 was provided. The last calibration performed for the assay was within specifications. The non-roche qcs were within the +/- 2 standard deviation (sd) range on the date of the event. The roche qc1 was within the +/- 2 sd range, but no result was provided on the day of the event. The field service engineer (fse) inspected the module and noted the pressure of the old gear pump head to be 290 kpa. He replaced the gear pump head and the pressure was adjusted to 300 kpa. The fse verified the module's performance with 100 cycles of mechanism checks, qcs, and routine function tests with successful results. The investigation excluded a general reagent problem because the provided qc and calibration data were within specifications. The investigation determined that the issue was consistent with a single failed pipetting which did not occur again after the gear pump head was replaced.

Event description:
The initial reporter received a questionable altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (altl) result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported to the emergency department which requested verification. A rerun was performed on the reported module and their other c 501 module. The initial result from the module was 363.9 u/l. The first repeat result from the module was 17.8 u/l. The second repeat result from the other module was 18.1 u/l. The repeat result from the other module confirmed the result. The reagent lot number is 67320501. The expiration date is 31-jan-2024.